Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap leaked iodine; further described as ¿set was unable to fit tightly with the minicap and iodine flowed out¿. This was observed during use of the devices for continuous ambulatory peritoneal dialysis (capd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests were performed and there were no issues observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.